Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as red and itchy. Patient reported irritation was on her back underneath therapy pads. The patient has a history of skin sensitivity especially with nickel. The patient was prescribed an insulating urea cream from her doctor. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved.